Event description:
The customer called reporting they were receiving an error 6 message and that the date and time had spontaneously changed in their precision meter. The customer has been using the p link version 2.6 software. It is a known problem that with incorrect date and time, results will not download properly, resulting in an error with result trending. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa21dec06 letter.